Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air detection defective which was not reproduced during evaluation. Air in line alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. Evaluation found that ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air detection defective. The device detected air in line when there was no air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.